Event description:
The pt was leaking fluid (clear) around the insertion site, the PICC flushed, had a blood return. No other info provided.

Manufacturer narrative:
The complaint of a leak in the powerpicc solo was unconfirmed since the reported incident could not be replicated. No leaks were detected when the catheter was flushed and pressurized with water. No defects related to the mfg process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.